Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the pump system was infusing morphine. Patient was on hydrocodone at the time of the event. It was unknown if perioperative antibiotics were administered. The date of onset/diagnosis of infection was "3-13." It was unknown if the patient had meningitis. The date of last refill was unknown. Signs and symptoms of infection included, redness and swelling. The primary location of infection was the device pocket. It was unknown if cultures were obtained. It was unknown the type of organism. The patient was treated with oral antibiotics and total device system explant. It was noted that the infection resolved and there was no drug withdrawal. It was unknown of risk factors that applied to the patient prior to implantation of the device.

Event description:
It was reported that a nurse at the health care provider (hcp) office verified that the patient had the entire pump system removed due to infection on 2013 (B)(6). No further information was provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8835; product type programmer, patient product ID 8709 lot# j 0058132r serial# implanted: 2001 (B)(6), explanted: 2013 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient product ID 8578, serial# (B)(4), implanted: 2013 -(B)(6), explanted: 2013 (B)(6); product type accessory. (B)(4).